Manufacturer narrative:
The manufacturer previously reported a ventilator rebooted when powered on and a service required alarm condition occurred. The device was returned to a third party service center for evaluation. No issue with the device rebooting was observed. The device alarmed for a service required alarm condition and the device's touchscreen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator rebooted when powered on and a "service required" alarm condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.